Event description:
It was reported that the patient presented in clinic for routine follow-up with high, out of range high voltage lead impedance. The patient was not symptomatic and will continue to be monitored.